Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25x8 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure while positioning and pulling back, the stent was distorted at the proximal part. Another stent was deployed to correct the problem and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that thrombosis occurred 30 to 40 minutes post procedure. The crashed struts likely contributed to the thrombosis formation. The patient was sent back to the catheterization laboratory. Thrombus was resolved.